Event description:
It has been reported to us that the marker band on the aspiration catheter separated from the shaft. The physician inserted the guide catheter and guide wire into the patient. The physician inserted the aspiration catheter into the guide catheter to perform aspiration of the vessel. The physician pull back on the aspiration catheter and the marker band separated from the shaft and remained floating on the guide wire. The physician was able to bring the marker band with the guide wire back into the tip of the guide catheter and successfully remove it from the patient. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.